Manufacturer narrative:
The report of the pcu not turning on was confirmed during testing. During inspection, fluid ingress was observed on flex cable harness. Resistance readings were taken and confirmed open traces on all three assemblies. Digital microscope confirmed the open traces. There were cracks found at the base of the keypad flex cable trace associated with pin# 20 on all three assemblies, that resulted in issues with the pcus powering on. The risk assessment notes a root cause for unresponsive keys with the printec- manufactured assembly having an open circuit is associated with an inadequate circuit tail design. The lack of a reinforcement layer found in the previous keypads resulted in cracks forming at the base of the circuit tail. Testing was performed on (B)(6) 2020. Test equipment used: fluke multimeter (eq 02978 cal due date (B)(6) 2021) dino-lite digital microscope (eq 103115 cal due date: ncr) a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 15280151 which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn 15280067 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Prp - assy, case, fro. Keypad- unresponsive key. It was reported that the customer is replacing the assy, case, fro customer states "the pc unit will not power on and/or the pcu unit will not power on intermittent."